Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found one external insulation abrasion noted at 8.2 - 9.5 cm breaching the optim sheath only, proximal to the suture sleeve tie impressions consistent with lead friction to the device can. Three external abrasions were noted breaching the optim sheet only distally to the suture sleeve tie impressions at 16.8-17.3, 17.5-18.2 and 20.7-22.2 cm from connector pin consistent with friction to another device or feature of the patient¿s anatomy. As received, a partial lead was returned in one piece, only the proximal portion, measuring 42.5 cm.

Event description:
This report is to advise of an event observed during analysis.